Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No device intervention was performed and the patient will be monitored. The patient had no adverse consequences.